Event description:
It was reported that wire detachment occurred. The patient presented with coronary artery disease. A comet ii pressure guidewire was advanced to take a diastolic hyperemia free ration (dfr) measurement. During the procedure, the comet ii pressure guidewire was used with an intravascular ultrasound catheter. When the intravascular ultrasound catheter was removed from the patient, the comet ii pressure guidewire came with it. The wire was snapped into three pieces. It looked like the separation was where the transducer was connected to the wire. No snare was needed, and nothing was left inside the patient's body. The procedure was completed. No further patient complications were reported.